Manufacturer narrative:
One cadd-solis vip ambulatory infusion pump was returned for analysis with a damaged lens. The reported issue of an unstable batter alarm was verified. The unit had flashing screen from being open prior to being returned. The cause of the issue is growth on the board, which will be replaced to resolve the issue.

Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for analysis with a damaged lens. Functional testing was performed and the power up process was tested. The reported issue was duplicated and replicated. The unit had flashing screen from being on prior to being returned. After repairing flashing screen, the unit ran fine for about an hour, then developed the reported problem. Further investigation found some growth on the daughter board (battery / power board) rendering the unit inoperable. The main pcb will be replaced for contamination.

Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion alarm that the battery is unstable and will not run. There was no reported injury to the patient.